Event description:
Ous MDR - after an estimated implantation period of approx. 79 months, decreased sensing values were reported. Furthermore, a home monitoring message indicated a 'special device status'. It was decided to replace the ICD and reposition the lead. The ICD was returned to biotronik for analysis. No adverse patient side effects have been reported. The implant and explant dates were not provided.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status mol2, 42 charging cycles were recorded to the device memory. The device data were inspected. The inspection revealed that the device detected invalid memory content during an automatic signature check on (B)(6) 2016, leading to a home monitoring notification as mentioned in the complaint description. The invalid memory content was automatically repaired by the programmer during the follow up on june 15, 2016. Based on the information available for analysis the root cause of the invalid memory content was not determinable. Therefore, it cannot be excluded that the presence of invasive external influences, such as strong electromagnetic fields may have contributed to the clinical event. Please note, that the therapeutic functionality of the device was not influenced by the invalid memory content, due to the affected memory area. If memory areas are involved that compromise the therapeutic functionality the device will by design - automatically activate the backup mode to ensure the patients safety. During the analysis of the available iegms small sensing amplitudes in the ventricular channel were noticed. Therefore, a sensing test was performed. Thereby, the device sensed the attached heart signals in full amplitude and free of noise, proving the sensing function of the ICD to be normal. There was no indication of a device malfunction. In a next step, the ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the analysis revealed an invalid memory content that was automatically detected by the device and repaired by the programer during the follow up on june 15, 2016. Analysis of the available iegms confirmed small sensing amplitudes in the right ventricular channel. However, a thorough analysis of the ICD proved the device to be fully functional. There was no indication of a material or manufacturing problem.